Manufacturer narrative:
(B)(4). Batch #n9139c. Investigation summary: the hand piece was received disassembled. The nose cone was cracked. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect remaining components. The moisture indicator was positive and the acoustic isolator was torn. ¿positive moisture indicator¿ describes a condition where water enters the hand piece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is probable that the ingress of moisture affected hand piece functionality. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested and the following was received: did the generator display any error messages and if so what were they? No further information is available. Did the device pass the pre-test? Yes. Had the device been working and then stopped? Yes. The stud of the hp was damaged after the operation was done.

Event description:
It was reported that during an unknown procedure, the stud of the hand piece was damaged when it was about to be removed from the device, after the operation was done. It did pass the pre-test. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.